Event description:
Event description guidant received information that the implanted right ventricular lead had impedance measurements below 200 ohms and noisy signals. In addition, the weekly averagin impedance measurement calculated by the implantable cardioverter defibrillator (ICD) incorrectly showed a high impdeance measurement range. The lead and ICD remain impanted pending physician evaluation.